Manufacturer narrative:
The customer returned the meter. The test strips were not returned. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). The patient samples were always identified as blood. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results with coaguchek xs meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The customer tested on the meter by finger stick at 1:00 p.m. And the result was 2.9 inr. A venous sample was obtained at 1:00 p.m. And the result from the laboratory was 4.67 inr. The customer¿s meter was taken to the back where the venous sample was run on the meter and the result was 2.7 inr. The customer thought the result from the laboratory was correct. The customer reported the meter results to her doctor but has not heard back yet. No medication changes have been made. The customer¿s therapeutic range is 2 ¿ 3 inr. There was no allegation that an adverse event occurred. The customer is having some bleeding gums and bruising but has not required any treatment. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and has no antiphospholipid antibodies. The customer has not started any new medications and has had no changes to her diet. The meter and strips were requested for investigation. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.